Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 and g5 are unknown. No product information has been provided to date.

Event description:
It was reported that the pump exhibited multiple no disposable/no cassette errors. No patient injury was reported.

Event description:
Additional information was received by the manufacturer on 26-oct-2022 via email and attached to the complaint object. Patient details were updated.

Manufacturer narrative:
Other text: a2: age at time of event: updated with additional information received. A3: sex: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d1: correction: brand name: cadd pump, g3: correction: report source: other, mw5112659.

Manufacturer narrative:
No serial number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.